Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Programmer data shows a patient alert for lead failure predictor on (B)(4) 2013. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2013. Five ventricular non-sustained tachycardia episodes of less than or equal to 210 ms occurred between (B)(4) 2013. Ventricular short interval counts of 3146 counts occurred in 4.04 days between (B)(4) 2013. Concomitant medical products: product ID d154awg implantable cardioverter defibrillator (ICD): (B)(6) 2007. 3830 implantable pacing lead: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to a fracture of the right ventricular (rv) lead. There was an alert and the lead had high impedance, oversensing, and noise. Detections were turned off and the lead was subsequently capped and replaced. It was also reported that the sensing problem may have been related to a possible device header malfunction on the ventricular port. The device was explanted and replaced. No further patient complications have been reported as a result of this event.